Manufacturer narrative:
Concomitant products: dtba1d1 ICD implanted: (B)(6) 2015; 5054-58 lead implanted: (B)(6) 2009.

Event description:
It was further reported that the patient went to the emergency room due to shortness of breath. Interrogation of the device indicated that there was possible high left ventricular (lv) lead thresholds and occasional p-wave undersensing on the atrial lead during arrhythmia. Both leads remain in use and company representative was notified for further evaluation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.